Event description:
During a remote follow-up, increased pacing impedance and increased capture threshold were observed on the left ventricular (lv) lead. A conductor lead fracture was suspected. An x-ray was performed and no anomalies were observed. The device was reprogrammed and resolved the event. The patient is stable.